Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Bg cause was not known, however customer suspects that pump was delivering more insulin than intended. Customer received assistance and was provided with glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.